Event description:
It was stated that the customer woke up with high blood glucose and vomiting. The blood glucose reading was 22.8 mmol/l. The wife checked the insulin pump and noticed that insulin had leaked from the reservoir into the reservoir compartment. It was stated that the customer was later taken to the hospital due to his high glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.